Event description:
The physician went to deploy the protege everflex stent in the left external iliac, but the device would only release the stent 1/4 of the way. After several attempts to release / deploy the stent from the sheath and handle, the device was pulled out. The protege everflex was stretched and tore, with the remaining stent still inside of the sheath handle of the protege everflex stent. The distal end of the stent remained in the body, the rest of the protege everflex stent was removed. An additional stent was deployed inside of the protege stent piece left in the body.

Manufacturer narrative:
A review of the manufacture records for this device did not reveal any discrepancies relevant to the reported event.